Event description:
It was reported that balloon rupture occurred. Vascular access was obtained from the same side of the lesion with anterograde approach. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified below the knee artery. After introduction of 3 non-bsc guidewires, a 1.5mm x 20mm x 143cm coyote es catheter balloon was selected to dilate the lesion. Upon first inflation for 5 seconds, the balloon ruptured at 14 atmospheres. The device was retrieved intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).